Manufacturer narrative:
Corrected information: product code: dqx. Additional information: "the wire guide had broken through a needle. This occurs when removing the wire guide inside the needle. There was a sensation at the end of the needle." Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used bentson straight heparin coated fixed core wire guide was returned for investigation. The wire guide is elongated. Coil begins elongating at 133.5cm from the proximal end. The safety wire core is exposed. Welds at proximal and distal ends are present. The mandril is protruding through the coil. The safety wire is detached from the weld at the distal tip. The outer diameter was within specifications. The coil length of the device measured 194.5cm (this is due to the elongation). The core length measured within specifications. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. Per the customer, the wire was pulled through the needle which may have contributed to the device failure. Therefore, based upon the information provided and the characteristics displayed, it is plausible to suggest that this incident was user error related. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during a drainage catheter placement as treatment for ascites, using a bentson straight heparin coated fixed core wire guide the new wire was noticed to be broken/unraveled/separated when removing the wire. Additional devices used during the procedure were - cheeba needle and dilator. No information about the patient's anatomy was available. The patient did not require any additional treatment, intervention or medications. The procedure was completed with new products. There was no adverse event or injury to the patient as a result of this event.